Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading is 280 mg/dl. Treated with manual injection. Customer also has an infection in his leg due to diabetes. The blood glucose reading at the time of the event was over 400 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.